Event description:
It was reported that the plaintiff underwent a mastectomy and insertion of a vascular access device during 1996 where vicryl sutures were used. After surgery the plaintiff developed an infection and injuries which they claim as a result of contaminated sutures.